Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25, that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 01214i000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01214i000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays"; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency/malfunction was identified.

Event description:
The customer reports a falsely elevated architect intact pth assay result for an apparently healthy patient's sample tested on an architect i2000sr analyzer. The sample generated a result over 100 pg/ml and was questioned by the patient's physician. The normal reference range for this assay (per the assay package insert) is 15.0 to 68.3 pg/ml. There is no impact to patient management reported.